Manufacturer narrative:
A (B)(4) sales rep was present at the site during the eval. The staff did not use nu-prep (skin-prep) on this pt prior to placing the electrodes, despite being instructed to do so. The sales rep reported that the lead wires that were used on this pt had been used on several other patients at other sites prior to this event, and used on several other patients on the same day at this site without any problems reported. The products were recently returned for eval. Once the investigation is complete, a f/u report will be submitted. The (B)(4) supplemental report (#1) 2520313-2008-00012 indicates that (B)(4) completed an eval of the lead set, fiber optic cable, electrodes and ECG module. Reportedly, no defects were observed and the devices operated according to specification. The report also indicates that the lack of using nu prep may have contributed to the event. Please reference (B)(4) report #2520313-2008-00012 for add'l info.

Event description:
On (B)(6) 2011, ge healthcare rec'd info from (B)(6) that MFR report was filed involving a pt burn that occurred while a medrad multigas monitor and electrodes were used in a ge signa 3.0t hdx twinspeed mr sys. Per MFR report # 2520313-2008-00012: the site was evaluating the monitoring sys. When they removed the pt from the bore of the magnet, the pt stated that she felt warm/hot where the electrodes were placed. The nurse checked the site where the electrodes were placed, and no problems were found. Two days later, the pt returned to the imaging ctr and she had a 5mm blister in the left upper chest region. A physician looked at the pt and said that it was a first degree burn. The pt was given bacitracin ointment to apply over the blister and was cautioned not to break open the blister. A week later, the pt returned to the imaging ctr and reported that the burn was getting worse. A physician examined the pt and reported that the blister was open and there was a small area of scarring noted. Pt was given a prescription for keflex 250mg every 8 hours for the next 7 days.